Event description:
The following has been reported: minor error, persistent pump problem. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (set ID sensor). The device was received back for investigation. Upon investigation, the customer complaint of persistent pump problem was confirmed. The device logs confirmed an error in the power processor as well as the set ID. Electrical conductivity tests confirm the functionality of the power entry assembly, as such the main pcba will be replaced to resolve the power processor fault. In regards to the set ID fault, a mock infusion was attempted but persistent air in cassette errors prevented infusion. A visual inspection of the set ID showed no signs of physical damage or ingress however the set ID will still be replaced. Reporting due to referenced issue. No adverse effects were reported.